Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating there was no programming error. The patient missed refill date and these reported findings were listed in succession as they appeared on the logs during the troubleshooting of silencing the alarm. They clarified that the motor stall recovered within a reasonable time frame shortly after the MRI scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown baclofen via an impl antable pump for multiple sclerosis and intractable spasticity. It was reported that the patient presented in the clinic with persistent pump alarms. The rep stated that they tried to silence the alarm and reinterrogate the pump, but that didn't seem to be clearing the alarm. The rep mentioned that the patient had an MRI (magnetic resonance imaging) recently, and had them check the reservoir and it was at the standard 2 and the reservoir volume was above that. An agent asked if they had checked the pump logs to see if there was a motor stall recovery after the MRI, and logs showed a low then empty reservoir prior to refill, along with the motor stall and recovery following MRI. An agent reviewed information around concurrent alarms and walked the rep through steps to silence the alarm. The troubleshooting steps that were taken on the call resolved the issue.